Event description:
Infant boy delivered at 0837 am on 6/1/96. Delivery was complicated by a prolonged second stage. Infant suffered hemorrhage beneath scalp at birth. Infant was admitted to neonatal intensive care unit and was placed on a ventilator at 1115am. Infnat expired at 0830 am on 6/2/96 the cause of death was the hemorrhage. It is speculated that hemorrhage resulted from the use of a vacuum extractor with defective gauge. Gauge on the device registered in the green "safe" zone even though excess vacuum was being produced. This defect was confirmed by testing the device using a pressure transducer. There would have been no way the user of the device would have known that the gauge was defective and that a dangerous level of vacuum was being produced.